Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the first endograft, zdeg-pt-42-160-pf-us, was placed distal to the left subclavian artery according to IFU. A second endograft, zdeg-pt-38-154-pf-us, to overlap first device, was placed to land proximal to the celiac artery. After deployment the most proximal stent of the 2nd device appeared to infold. Coda balloon used to expand and iron out device fabric. Follow-up cta shows infolding. Physician believes the fabric may be separated from the stents. Meaning multiple sutures failed to secure fabric to stents. Patient outcome: endografts remain after deployment.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: on (B)(6) 2025 the patient was treated for type b aortic dissection with implant of zdeg-pt-42-160-pf-us distal to the left subclavian artery (lsa) followed by a zdeg-pt-38-154-pf-us (complaint device) distal to this. After deployment the most proximal stent of the zdeg-pt-38-154-pf-us appeared to infold and the physician believed that the fabric may have separated from the stents, implying that one or more sutures failed. A coda balloon was used to expand and ¿iron out¿ the device fabric but follow-up cta still shows infolding. The aorta in the area of infolding was reported as ¿pretty straight¿ and measuring about 29mm. Received imaging (procedural + 2 day follow-up) were reviewed by imaging reviewer. The imaging review found that the proximal seal zone was dissected and that the dissection extended proximally to the left common carotid artery (cca) origin trailing edge. However, the aortic arch anatomy was so that the left vertebral artery originated from the aortic arch meaning that extending the proximal seal zone to distal to the left cca (which was healthier than the proximal seal zone distal to lsa) added a risk of cerebro-vascular accident (cva). The proximal zdeg-pt-42-160-pf-us could not fully expand in the constrained true lumen and had obtained a mean diameter of 26.7mm with circumference of 85.7mm distal in the device where the distal zdeg-pt-38-154-pf-us was then implanted. The 120mm circumference of the zdeg-pt-38-154-pf-us was oversized 40% relative to the lumen. The impression from the imaging reviewer is that the complaint of sealing stent fabric separation permitting infolding is not confirmed. The stent infold was the result of an excessive stent circumference relative to the implant site. The fabric remained attached to the sealing stent. The imaging review also adds that the anatomy was outside the instructions for use (IFU). The choice of a zdeg-pt-42-160-pf-us was likely a compromise intended to facilitate proximal false lumen obliteration. However, this proximal oversizing raised the infold potential by increasing downstream diameters. Review of the device master record found that there are adequate controls in place to ensure the device was manufactured to specifications. Review of the device history record gave no indication of the device being produced out of specification. In this case the zdeg-pt-38-154-pf-us had a proximal diameter of 38mm which is an oversizing of 40% in relation to the measured lumen in the proximal seal zone of this device. Review of the IFU found that this warns that excessive oversizing can result in device infolding. Based on the imaging review and IFU, the reported sealing stent fabric separation is instead an stent infold cause by excessive oversizing. It should also be noted that the IFU state not to place the device in a dissected proximal landing zone and that the system is indicated for use in patients having vascular anatomy suitable for endovascular repair including non-dissected/aneurysmal aortic segments (fixation sites) distal to the left common carotid artery and proximal to the entry tear with a length of at least 20 mm and a diameter of no greater than 38 mm. The use of zdeg in a dissected aortic landing zone is not considered related to the reported infolding. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.